Event description:
It was reported that two months and sixteen days post a dialysis catheter placement, the catheter allegedly found to be opacified during routine catheter dressing change. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the glidepath that are cleared in the us. The pro code and 510 k number for the glidepath are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and sixteen days post a dialysis catheter placement, the catheter allegedly found to be opacified during routine catheter dressing change. It was further reported that it was found to be discoloured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. Three electronic photos were provided for review. The photos show a19cm catheter which is noted to be opacified at the extension legs near the bifurcation area. Therefore the investigation is confirmed for the reported material opacification and discoloration. The definitive root cause for the reported event could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, b5, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd